Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported a right-side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, brown particles, extended opening and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved sharp opening on radius side in the same location of crease assessed as fold flaw opening and extended sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is a sharp crease opening assessed as fold flaw opening and a sharp opening with localized stresses induced assessed as surgical impact. Reason for reoperation is: rupture.

Event description:
Patient reported a right-side rupture. Device ws explanted.